Event description:
It was reported that during in clinic follow-up, the patient presented with increased high out of range pacing impedance and high threshold due to lead fracture on their right ventricular lead. The lead was capped and replaced on (B)(6) 2021. There were no patient consequences and the patient was stable.